Event description:
It was reported upon deployment, 2 or 3 of the upper arms on the filter did not open properly and were twisted. The legs did open properly and were attached to the cava wall as intended. The filter was left in the pt. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The delivery system was not returned for evaluation. The filter remains implanted. It is unknown if pt or procedural factors contributed to this event. Based on the information received, the results are inconclusive and the root cause is unk.